Event description:
Customer was hospitalized for high blood glucose levels and ketones. Troubleshooting was performed. Pump passed prime test but tubing clamp was not available for high pressure test. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.